Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received a call from the patient with a 23mm pericardial aortic valve reporting that they have been placed under consideration for reoperation after an implant duration of 12 years and five (5) months due to severe aortic stenosis. Per the progress notes, most recent echo performed showed the aortic valve to be unchanged from february echo. The gradients are stable and lvfx preserved. The cardiologist will continue to monitor the patient.

Manufacturer narrative:
This is a duplicate report and was already submitted under MFR #2015691-2017-02269.

Event description:
Edwards received a call from the patient with a 23mm pericardial aortic valve reporting that they have been placed under consideration for reoperation after an implant duration of 12 years and five (5) months due to moderate to severe aortic stenosis. Per the progress notes (7/26/2018), most recent echo performed showed the aortic valve to be unchanged from february echo. The gradients are stable and lvfx preserved. The cardiologist will continue to monitor the patient. Per the progress notes (B)(6) 2018), the patient's (B)(6) 2018 echocardiogram demonstrated normal systolic function ef of 60%. There was moderate to severe aortic stenosis with peak gradient of 64 mmhg, mean gradient of 35 mmhg, and valve area of 1.0 cm2. The patient is doing well with no change in symptoms. The physician will continue to monitor the patient and the patient is to return for another follow-up in six (6) months.

Manufacturer narrative:
Additional information was received and the following section(s) was updated.